Event description:
The customer reported a pixel issue on the pump display, which impaired their ability to interact with the screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, and the customer was informed about using multiple daily injections (mdi) as a backup therapy. The customer was instructed to put the pump into storage mode and return it via a pre-paid label within 10 days.